Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported difficulty advancing the device appears to be related to operational context; however, a conclusive cause for the reported balloon rupture and inflation issue could not be determined. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the moderately calcified, moderately tortuous distal right coronary artery. A 1.5x20mm mini trek ii balloon dilatation catheter (bdc) partially inflated and was losing pressure. The leak was noted in the balloon during inflation. An unspecified balloon was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. Subsequent to the initially filed report, the following information was received: the 1.5x20mm mini trek ii balloon dilatation catheter (bdc) faced resistance during advancement with the anatomy, and the balloon was inflated once to 8 atmospheres. No additional information was provided.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the moderately calcified, moderately tortuous distal right coronary artery. A 1.5x20mm mini trek ii balloon dilatation catheter (bdc) partially inflated and was losing pressure. The leak was noted in the balloon during inflation. An unspecified balloon was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.